Event description:
Balloon ruptured during pulmonary valve deployment, and a piece of the valve was left behind. Mds attempted to remove the retained piece of balloon with available snare devices and were unsuccessful. Md's needed to call osh to get a retrieval device. Device was sent over, and retained balloon piece was retrieved successfully.